Event description:
The clinic reported that a laser vision correction patient presented at the one day post op exam with flap striae in the left eye. The patient reported having blurred vision and irritation. The surgeon lifted the patient's flap and rinsed the surface to remove the striae. The patient's uncorrected visual acuity at the follow-up exam was 20/30. The clinic reported that the patient did not have any loss of best corrected visual acuity.

Manufacturer narrative:
(B)(4): conclusion - the equipment was not evaluated after the treatment date which occurred on (B)(6) 2013 due to the fact abbott medical optics (amo) became aware on (B)(6) 2013. The condition of the system (since the time of the event) will make the evaluation impossible. The clinic reported this event only and did not request field service or clinical support. Note: all pertinent information available to amo at the time of this report has been submitted.